Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during 0.025" guide wire insertion into competitor sheath terumo 8fr, the intra-aortic balloon (iab) was unable to advance due to deformation of tip of guide wire. The iab was replaced to continue therapy. There was no patient injury or harm.